Event description:
It was reported to philips healthcare that the leadset failed opcheck. There was no reported patient involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.